Event description:
Reportedly, while monitoring a pt through the therapy cable, the device displayed "connect electrodes". A backup cable was used and proper operation was observed. Pt outcome was not reported. The reporter indicated pt outcome was not affected, due to use of the backup cable.